Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient hit his head against the edge of a desk in 2008. Since that incident he has been able to hear while using the cochlear implant system. An x-ray showed the internal magnet still in the correct position. Results of an integrity test done on the following month showed the device was not functioning. Explantation/reimplantation surgery had not be scheduled at the time of this report.